Event description:
Event description boston scientific crm received information that this defibrillation lead was explanted due to lead dislodgement. It was also reported that this lead exhibited low amplitude and high thresholds.